Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the delivered fio2 (fraction of inspired oxygen) is out of specification but is passing the extended self-test (est). There was no patient involvement associated with this event.

Manufacturer narrative:
The carefusion service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a defective blender assembly.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to the flag hub shifted on the motor shaft causing a loss of index, resulting in inaccurate o2 delivery.